Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient contacted zoll to report that he was not wearing the lifevest because he had developed wounds on his back that are seeping liquid. The patient's wife stated that is was not possible for the patient to put the lifevest back on. The patient's wife was putting antiseptic ointment on the patient's wounds. The patient removed the lifevest because he does not want the wounds to get infected. The wounds are located on the areas where the therapy electrode (te) pads are located. Technical support sent out a patient service rep (psr). The psr reports that the skin irritation is very bad and that it is local to the te pads. The psr reports that there is no issue with the cleanliness. The patient's doctor gave him a prescription cream. The patient ended use due to being non-compliant. There was no f/u on the seeping wounds to see if they have healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.